Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical transport of a patient, the tempus pro monitor unexpectedly restarted. Information obtained through good faith effort indicated no patient harm occurred as a result of the incident.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical transport of a patient, the tempus pro monitor unexpectedly restarted. Information obtained through good faith effort indicated no patient harm occurred as a result of the incident.